Event description:
It was reported that the patient presented to the clinic with an atrial bipolar lead impedance of <200 ohms. The lead impedances had always been around 200-250 ohms. The unipolar atrial lead impedance was reported as 417 ohms. The physician stated that the patient was "rarely pacing."